Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s caregiver said a stat drain was done due to the patient feeling pain in the shoulders and stomach. A review of the patient¿s treatment records identified that the patient drained 4032 ml during drain 4 of the treatment. This drain volume is 183% of the patient's fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient's pd nurse verified the overfill event as well as the patient's report of pain. The nurse said there was no harm or intervention due to the overfill and that the patient's pain subsided after a proper drain was achieved. The patient did get a new cycler and is doing well.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.valve actuation test ¿ passed. System air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient¿s caregiver said a stat drain was done due to the patient feeling pain in the shoulders and stomach. A review of the patient¿s treatment records identified that the patient drained 4032 ml during drain 4 of the treatment. This drain volume is 183% of the patient's fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient's pd nurse verified the overfill event as well as the patient's report of pain. The nurse said there was no harm or intervention due to the overfill and that the patient's pain subsided after a proper drain was achieved. The patient did get a new cycler and is doing well.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.